Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported there was no device concern that may have led to the bowel issue. There were no further complications that have been reported as a result of this event.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor issues. It was reported that the patient was implanted for bowel incontinence and also took a pill called lomotil. It was noted that the patient moved on (B)(6), and lost their pills and had not been taking them since. It was reported that since the patient stopped taking the pills, they had experienced bowel control problems and had to leave their car at the store once because of this. It was noted the patient wanted to find a new doctor nearby to manage the device and assist with the issue.